Event description:
The customer reported intermittent missing images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The sensor panel was returned for evaluation. No problems were found during testing. The sensor was reinstalled and the service representative set the wireless channels on the access point to dynamically choose the clearest channels between 1, 6, and 11. (B)(4).